Event description:
It was reported that(1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon attempted to fire the ax55g instrument on the bleeding bowel, low in the pelvis, the stapler did not fire. The surgeon used a tlc55 to stop the bleeding that was occurring.